Event description:
It was reported that while attending to a pt, the upper clamp on the 35" double clamp bar broke and struck a nurse's head. There was no report of injury or medical intervention associated with this incident.

Manufacturer narrative:
One 35" double clamp bar was returned for eval. Visual inspection revealed that one clamp was broken at the location of the hinge. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at a zimmer facility. The agency's inspectional observation concerned the company's decision(s) not to submit certain mdrs for products specific to that zimmer facility. While a retrospective review of complaints for unreported mdrs was conducted immediately following the inspection at that facility, zimmer determined that such a review would be conducted at all zimmer facilities. As a result, zimmer osp completed its retrospective review and is now submitting this MDR.